Manufacturer narrative:
The datacard showed the following errors occurred during treatment: 135 - hp button released during rf and 76 - tip lifted/tilted during rf on. An error indicates a recoverable problem that requires operator intervention. If the error occurs during an rf treatment, the rf delivery will be stopped, then a post-cooling step will be completed prior to generating an ¿error tone¿ and displaying the event code and event message. After the error tone, the system will transition into action required mode and will display text with instructions for the operator indicating what action may be required to resolve the issue. The datacard shows the system and handpiece were working within specifications. Service confirmed damage on the tip membrane along the rf trace. Based on the available information, the event was most likely caused by damage on the tip membrane along the rf trace. The investigation found that flames/sparks from tip membranes are caused by stress concentrations on the flex assembly at the adhesive edge that damaged the rf trace, causing arcing and subsequent burn-through of the flex circuit membrane. This damage of the membrane can cause the radiofrequency energy, delivered by the system, to focus in a small area of the membrane, rather than to be uniformly distributed over the entire membrane area which can cause a burn. According to thermage cpt system technical user¿s manual (p009240-05 rev. B) burns, blisters, scabbing, and scarring are known possible patient reaction to thermage treatment. The procedure may produce heating in the upper layers of the skin, causing burns and subsequent blister and scab formation. There is a small chance of scar formation. Application of topical steroidal or antibiotic preparations may be of benefit. In the rare instance of a burn that results in a scar, the scar will probably be very small and respond readily to removal with a laser device. The lot history, trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. The complaint type is identified within the risk analysis and the product is performing within anticipated rates. No corrective action is necessary at this time. The investigation is complete.

Manufacturer narrative:
Final test verification specifications are acceptable. No nonconformities or anomalies found related to this complaint when reviewing the device history record for (B)(4). Product evaluation of the treatment tip was performed on (B)(6) 2018. The tip had been used for 608 treatments. The tip passed flow, leak, and thermistor testing. The tip failed visual inspection and a functional test could not be performed due to the observation of dielectric breakdown. Evaluation of system logs and treatment tip has been completed. The review of the system/data logs does not indicate there is any handpiece or system issue present. The system has software safeguards (such as a power on self-test) that will trigger error/event codes should system be outside of acceptable limits. Further investigation is underway.

Event description:
A user facility in (B)(6) reported observation of a spark 604 pulses into a thermage treatment on energy level 3.0. It was reported that the system did not have any error messages and nothing out of the ordinary was observed during the treatment. This treatment was the initial use of the treatment tip. The treatment tip was inspected prior to use and during treatment every 75-100 pulses with no anomalies observed. The patient experienced a small burn/blister on the right cheek by the ear. The patient has recovered and there will be no permanent damage or scarring. No secondary intervention was necessary. The burn was assessed as not serious by the medical reviewer.